Event description:
Clinical study. Same case as #2134265-2008-02234. It was reported that 450 days after coronary stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented for treatment of the index procedure with an acute myocardial infarction. The target lesion was a 3.5mm, 80% stenosed, 30mm long, moderately calcified, severely tortuous portion of the proximal right coronary artery (prox rca). The physician treated the lesion with placement of two express2 (3.0x24mm and 3.5x12mm) study stents overlapping each other. Second stent is proximal to the first. Four hundred and fifty days after the index procedure, the patient experienced chest pain with hypotension and experienced an mi. It is unknown how this event was resolved. Patient condition is listed as o.k. With no complications noted. In the opinion of the physician, the relationship of the mi to the stents is probably related. Additional information has been requested, but not available at this time.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.